Event description:
It was reported that restenosis was observed inside an unspecified xience v stent. Treatment was performed via balloon angioplasty. No adverse patient sequela was reported. No additional information was provided.

Manufacturer narrative:
(B)(4): during processing of this complaint, attempts were made to obtain complete event, patient and device information. Product performance engineering reviewed the incident information, however, there was no reported device malfunction and the product was not returned. The reported patient effect of restenosis is a known observed and potential patient effect as listed in the xience v everolimus eluting coronary stent system instructions for use (IFU). Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.